Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Insulin pump trace download analysis confirmed the pump alarmed power loss alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.

Event description:
It was reported that the insulin pump did receive a low battery alert prior to the replace battery alert. Customer's blood glucose level was 8.2 mmol/l. Customer stated the battery was not previously used. Customer stated this was the second occurrence of replace battery alert with a low battery warning in less than 8 hours. Customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.